Event description:
It was reported that the patient presented for a follow-up in clinic. Upon examination, it was revealed that the patient's implantable cardiac monitor (icm) was over-sensing the r waves. Programming changes were made and the patient's condition is unavailable.

Event description:
New information noted that the implantable cardiac monitor (icm) was explanted and replaced. The patient¿s condition was unknown.